Event description:
As reported, during the device preparation of a 5f mynx control vascular closure device (vcd) sterile heparin leaked from the balloon, indicating a rupture. Another mynx device was used for hemostasis in a diagnostic peripheral procedure. There was no reported patient injury. The device was prepared and stored according to the instructions for use (IFU), and no damage was observed prior to opening the package. The deployer is mynx certified. The device was returned for analysis.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, during the device preparation of a 5f mynx control vascular closure device (vcd) sterile heparin leaked from the balloon, indicating a rupture. Another mynx device was used for hemostasis in a diagnostic peripheral procedure. There was no reported patient injury. The device was prepared and stored according to the instructions for use (IFU), and no damage was observed prior to opening the package. The deployer is mynx certified. A non-sterile ¿mynx control vcd, 5f (ce mark)¿ was returned inside of clear plastic bag for investigation. After the unpacking the unit was thoroughly inspected observing that both button 1 and button 2 were not depressed. Neither the syringe nor the procedure sheath was returned for analysis. The stopcock is set on the closed position. The sealant remained in the manufacturing position fully cover by the sleeves. The atraumatic tip does not present any damages or anomalies. No other outstanding details were noticed. Inflation/deflation test was performed injecting water into the returned device as per the IFU. A leaking condition was observed on the balloon. The balloon was inspected using a vision system to obtain a magnified image. One pin hole was observed. The failure reported by customer as ¿balloon~balloon loss of pressure¿ was confirmed. The balloon does not inflate as expected due to an observed leakage caused by a pin hole. This condition does not allow maintain the pressure. The exact cause of the issue experienced with the balloon could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue reported. However, as this issue was found during preparation of the device, handling factors during prep are likely. According to the IFU, which is not intended as a mitigation, the device preparation states, "inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate." Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.